Event description:
It was reported that the implantable neurostimulator (ins) was unable to be interrogated at the time of implant (B)(6) 2011, and still could not be interrogated after moving location. A different ins was implanted. On (B)(6) 2011, the device again could not be interrogated. After shaking the unit in the package interrogation was successful. The process was repeated with a new 8840, and again interrogation was only successful after shaking the device in the package.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomalies. The device service life had not been started and was okay. The ins was interrogated with rx1, no error or corrupt data was seen. Final device analysis of the wrench revealed no anomaly.